Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 67 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, suffering, mental anguish, difficulty walking/standing, premature need for the otherwise unneccessary revision surgery and therapies, tissue and bone loss, susequent signficant blood loss with accompanying hematoma at and around the incision site, inclusive of at least eight trips to his midical provider after the initial revision surgery ultimately requiring yet additonal surgery to clean and again close the initial revision incision.. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: 142-28-07 - cocr fem head 28mm +7 offset 12/14. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: g2, h6. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and product information, images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."